Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: isd - clinicians reported they use anti-siphon valve extension tubing for their 24 hour chemo of etop, vincristine and doxorubicin. Previously ail alarms were so problematic and patients could not sleep due to ail alarms (unsure if this was previously reported). No patient harm. Since implementation of the anti-siphon valve extension set there have been no further complaints re: ail and this is a huge patient satisfier. Primary IV set 2426-0007. Anti-siphon extension set: c25012.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer reported that there are air bubbles / air in line issue could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 and model c25012 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field.